Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0e6ys, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had surgery on (B)(6) 2014 because the implantable neurostimulator (ins) never ¿scarred in¿ from a surgery in (B)(6) 2014 (see note below). It was noted the surgeon had to create a deeper pocket for the ins. The patient was seeing the healthcare provider (hcp) on the date of the report because the ins was ¿still moving¿ even though the hcp ¿really stitched it in¿ the last time. It had been almost two weeks since surgery and the patient thought it would have ¿scarred in by now.¿ no outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received. Refer to manufacturer¿s report # 3004209178-2014-05306. This report documents what the surgery in (B)(6) 2014 pertained to.